Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation - the device was not returned. A photo-investigation was performed on the images " (B)(4) (B)(6) 2021. File, (B)(4) (B)(6) 2021. (B)(4) (B)(6) 2021" located in pc under attachment section. Upon inspecting the image provided under attachment section, the complaint condition can be confirmed as the bolt for femoral neck sys 90 length-sile was observed to be broken. The root cause for the reported event cannot be determined from the available information. Manufacturing record evaluation could not be performed as lot number information was not available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient had an ex-plantation of a failed femoral neck system, original date of the surgery was (B)(6) 2020. The patient has a history of substance abuse. No fragmentation was observed besides the split in the bolt for femoral neck system and anti-rotation screw. Concomitant device reported: femoral neck system (part: 04.268.000s; lot: 22p9146; quantity: 1); 5.0mm locking screws, with t25 stardrive (part: 412.211s; lot: 4l80139 quantity: 1); 5.0mm locking screws, with t25 stardrive (part: 412.210s lot# unknown; quantity: 1). This report is for 1 bolt for femoral neck system 90mm length-sterile. This is report 2 of 5 for (B)(4).